Event description:
During a follow-up visit two years following implant of the hemobahn endoprosthesis to repair a popliteal aneurysm, a 'break' in the device was detected on CT films. The physician explanted the device.